Event description:
A malfunction was reported on the customer's pump, noted as recurring at least three times before the current report. The pump was replaced to resolve the issue, and technical support with reset the pump and the customer to use the pump temporarily. There was no adverse impact to the customer's blood glucose level.